Event description:
Caller reported that numbers were scrolling on the insulin pump's screen and then a button error alarm was returned. Caller stated that the error occurred during bolus. Caller did not recall any significant events that led up to the error. Blood glucose level was 176.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.